Manufacturer narrative:
Unit was received with critical pump error open book image and pump error 35 was present in long trace file due to severe corrosion force sensor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, and self-test due to critical pump errors. Unit was received with cracked case on battery tube area. Unit was received with cracked battery tube threads, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, faded serial number label, peeling end cap address label, slight moisture damage in battery tube, severe corrosion on all electronic assemblies, and moisture damage on motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a long crack, starting from the top all along the length of the battery tube. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.